Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with grade three to four corneal haze following photo refractive keratectomy of the right eye. The site uses the standard topical steroid, non steroidal, antibiotic drops, artificial tears and bandage contact lens following treatment. The reporter indicates there is nothing unusual and the patients continue to develop the haze after treatment. The issue is ongoing. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause can not be determined. The manufacturer internal reference number is: (B)(4).